Manufacturer narrative:
The device was received for evaluation. During functional testing, reported problem of ¿downstream occlusion¿ was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor with a loaded and unloaded set, values. The force sensor no-tube and scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.